Event description:
It was reported by svc report that the CPR release will not lower the fowler. The fowler ball screw is misaligned. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ball screw.